Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated in clinic. Premature battery depletion was suspected due a previous estimation in (B)(6) 2019 of 4.6 years though a current estimate could not be obtained due to the inability to interrogate and the patient being lost to follow up. The ICD was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion and communication failure was confirmed by analysis. The loss of communication was due to low battery voltage; the low battery voltage was a result of premature battery depletion. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.